Event description:
It was reported that the scale on the bd ultra-fine¿ ii insulin syringe was misaligned. The following information was provided by the initial reporter, translated from japanese to english: the user reported that the scale was misaligned.

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# (B)(4). All inspections and challenges were performed per the applicable operations qc specification. H3 other text : see h10.

Event description:
It was reported that the scale on the bd ultra-fine¿ ii insulin syringe was misaligned. The following information was provided by the initial reporter, translated from japanese to english: the user reported that the scale was misaligned.

Manufacturer narrative:
D.4. Medical device lot #: lot 2052388 was reported; however, this is not a lot # manufactured for the reported catalog #.